Manufacturer narrative:
Additional information: additional information was received on may 08, 2016, stating that the doctor has gone over the case with marks on the posterior surface. Reportedly, the doctor found alignment between the marks and the cartridge cannula. The doctor has not had any marks on previous lots. The doctor was loading the lenses himself and had put a few tiny marks on the edge of the optics while loading them in the cartridges. Reportedly, the lenses mark very easily and the doctor plans to continue loading them under the microscope. The cartridges look different to the doctor with more feathered edges than before. (B)(4). Visual inspection was not performed as the cartridge has not been returned to the manufacturer. The reported complaint cannot be confirmed. Since the lot number of the cartridge is not known, no manufacturing record review was performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:unknown, because lot number is not available. Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. Lot# was not provided and therefore the expiration date is unknown. If implanted, give date: not applicable. If explanted, give date: not applicable. Device manufacture date: lot# was not provided and therefore the manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that noticeable marks across the optics were observed on 5 to 6 za9003 intraocular lenses (iols). The physician initially suspected that this may have occurred due to the loading technique. Reportedly, he felt that the emerald cartridges, emeraldc30, have changed where tip is not polished properly, ridged cuts on the tip and suspected that there is change in cartridge manufacturer or have a different way of manufacturing the product. Additional information received on january 22, 2016 stating that one more patient had the same issue. The physician also noted that he is wondering if the injector plunger might be causing the anterior marks on the iol. He usually nudges the lens into the capsular bag with the plunger, often making contact with the anterior surface of the iol near the optic of the lens into the capsular center. He also noted that he has avoided this contact the past two weeks (which makes the delivery of the iol in to the bag more awkward) and the third patient had a mark on the posterior surface. I load the lenses myself now and I know for certain this implant was not touched by forceps or any instrument in the location of this mark. Patient identifiers, serial numbers of (B)(4), and lot numbers of emeraldc30 were not provided in 4 of the 7 events reported. In 1 of these 4 events, a patient experienced visual disturbance and the physician indicated a possible explantation. (Unidentified patient who experienced visual disturbance / possible explant is captured under the report for patient 4 of 7). This report is being filed to capture the event concerning patient 5 of 7. A separate report is being submitted for each cartridge / patient.